Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line in the middle of the display of the meter. During evaluation, it was observed that the location of the lines on the display do distort the last digit of the result during the simulation test; therefore, misinterpretation is possible. No adverse event reported. Meter was returned for evaluation.